Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the coupling tool side of the electric pen drive device seized, and was running rough. It was noted that the device was running at a slow speed, and the tip was blocked. It was further determined that the device failed pretest for check with test hand switch, after ¿adjusting¿, check function with foot pedal, check function with test hand switch, check function and direction of rotation, check symmetry with hand switch, check the attachment coupling, marking and labeling, and general condition. It was noted in the service order that there was a problem placing and pulling the attachment devices on the handpiece. It was further noted that the attachment device was stuck on the device. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.